Event description:
An corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight unknown) on an unknown date. According to the complainant, within one month after placement, the white locking adaptor was found to be damaged and leakage was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Leak(s). The device was not returned; therefore a device evaluation cannot be performed. The cause for the reported event is undetermined. Product unavailable for analysis.